Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the distal sheath glue peeling off.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, during preparation for use for a therapeutic procedure, the device power cut in and out, the picture doesn't stay on, and the image color is bad. No patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer: the investigation is ongoing. A supplemental report will be submitted once completed.

Event description:
Additional information was received from the customer. The device malfunction identified during preparation for use was for a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified since the malfunction was not confirmed during evaluation. It is possible the image issue was caused by a defect of the video connector board, a temporary electrical contact failure at video connector, or a defect of the system/monitor/connecting cable etc. The instructions for use (IFU) state the following cautions against physical stress on device: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ additionally, the IFU states the following in section 3.6 "inspection of the endoscopic system" about inspection prior to use: "(4) while observing the palm of your hand, confirm that the examination light is on and working and that the endoscopic image is free from noise, blur, fog or other irregularities. (5) angulate the endoscope and confirm that the endoscopic image is free from momentary flickering, disappearing images, or other irregularities." Olympus will continue to monitor field performance for this device.